Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The hp cycled the power on the hc to clear the alarm. The technical service representative (tsr) advised the hp not to continue with the therapy. The tsr instructed to disconnect aseptically and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.